Event description:
Rptr had breast implants put in which caused her great distress. She has connective tissue disease and fibromyalgia syndrome. She's been sick for the last 8 yrs or so. She found out implants caused her problems. Right implant is ruptured; left one is hard. She is considering having them taken out. The implants have ruined her life. Had she known what she knows now about what these things do, she would have never had them put in her body.